Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 344 mg/dl. Recommendation was made for the customer to revert to an alternate method of insulin delivery until troubleshooting can be completed as customer was unable to troubleshoot at the time of report. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.